Event description:
A valiant stent graft system vamf3430c150tj was implanted in the patient for the endovascular treatment of a 40mm thoracic aortic aneurysm. Aneurysm and vessel morphology was not reported. During the index procedure the delivery system was inserted and implanted with no complications. During the removal of the delivery system the femoral artery was partially ruptured. It was noted that the femoral artery of the patient was small, so the physician had planned for open surgery if the delivery system could not go through the vessel. At the procedure, the physician pushed up the system performing pta at the same time. The valiant was implanted, but later during the removal of the system, calcified vessel wall was caught between the tip and outer sheath, resulting in the femoral artery rupture. The physician confirmed this when the delivery system was pulled out with a part of vessel. Femoral artery was ruptured from the external iliac artery. The physician performed an intervention where another manufacturer¿s device was implanted at the ruptured site. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).